Event description:
The customer reported that a collimator iris too large error message displayed on the system. No patient injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate the problem. He replaced the collimator and transferred a secondary collimator filter from the old collimator to new collimator. He performed a beam alignment and collimator calibration. He verified collimator function and verified a system boot and fluoro function. The system operates as intended.